Event description:
It was reported the remote monitoring transmission showed the right ventricular (rv) lead had an abnormal increase in rv coil impedance causing a patient alert to trigger. The impedance had started to slowly rise from about 32 ohms up to 75 ohms and then spiked in one day to greater than 200 ohms. A surgical intervention was done to check the lead and when the pocket was opened everything looked well and the doctor did a tug test on all the lead connections and nothing moved. The rv lead impedances were checked with the device again and the rv coil was 120 ohms and the rv pacing impedance was 400 ohms. The rv lead was checked twice by being disconnected from the device, tested with the analyzer and then reconnected to the device and both times all the impedance measurements were in a normal range and stable. Also, the repeated impedance measurements while manipulating the patients shoulder and still the impedance was normal. It was elected that since the abnormal impedance measurements could not be reproduced with testing to leave the rv lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found there was an out of tolerance sub threshold lead impedance alert on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2002. (B)(4).